Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low and high blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 263 mg/dl at the time the customer got home. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a high of 510 to 522 mg/dl. The insulin pump will not be returned for analysis.